Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. Patient code (B)(6) captures the reportable event of surgery.

Event description:
Additional information was received that at the next follow up visit the s-ICD battery was at two percent remaining, thus a revision procedure was performed. The s-ICD was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status had decreased from 67 percent remaining to 16 percent battery remaining since the last follow up visit. The field representative was unaware when the prior follow up visit was, so the device's memory was sent in for review. Engineering reviewed the s-ICD's memory and confirmed the device's battery was depleting faster than expected and explant was recommended. The s-ICD remains in service and no adverse patient effects were reported.